Event description:
The customer stated the device does not emit any shock in syc mode. No reports of patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.